Event description:
Customer reports possible labeling discrepancy; the use by date on the compact test drum does not match the use by date listed in the batch record. No adverse event reported. Requested return of suspect device, and replacement was sent.